Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on 01/06/2016 for investigation. The investigation results are as follows: visual inspection results: during visual inspection of the autopulse, it was observed cut wire strands and a cracked top cover at the on/off switch end. It was also observed the lcd display at the load plate cover end was loose, the battery lock clip was bent and the front enclose was cracked. Archive data results: during review of the archive data, there were several user advisory (ua) 27 (encoder fault (>3000 rpm)) and ua 34 (encoder failure) codes found on (B)(6) 2015. However there was not activity on the reported date of (B)(6) 2015, thus unable to confirm reported complaint. Functional testing results: during functional testing there were no ua error codes. They ran the autopulse for 25 minutes using lrtf (equivalent to 250 pound patient) with no problem. The ap board passed functional test. Based on the investigation: this reported complaint could not be verified as no observed ua error messages were noted during functional testing. The autopulse platform failed load cell characterization test. Both load cells were replaced to remedy the issue. It was observed that the drive shaft was sticky. The clutch plate was replaced. As seen in the visual inspection, top cover damage, battery lock clip and damaged to the front enclosure, all were replaced. The autopulse 1.5 is a reusable device and was manufactured in 2012. The physical damage found is a characteristic of normal wear and tear of the device. After all parts replaced, the autopulse platform passed final functional test.

Event description:
It was reported that during a routine shift check the autopulse platform (s/n (b)46)) displayed user advisory (ua) 27 (encoder fault (>3000 rpm)). To troubleshoot the issue the customer replaced the lifeband with a new one. The ua 27 would not clear. No patient involved with this event. No additional information provided.